Event description:
"Per consumer, alleges noticed a few months ago (2-3) that there is a crack in the seat of the commode."

Manufacturer narrative:
No RMA has been initiated for this event. Model 9630-4, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that there is a crack in the seat of the commode.